Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve was implanted in 2017 and explanted on (B)(6) 2018. It was noted that the patient checked their home for external magnetic sources but couldn't find any. After the new valve was implanted, the patient has been fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon felt the patient's valve was adjusting on its own. The valve was explanted and replaced with the manufacturer's fixed pressure valve. There was no delay in the surgery.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, leak and pre-implantation testing. However, the valve did not meet the requirement for pressure-flow testing. There was proteinaceous debris observed on the interior and exterior of the valve. The IFU also cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage¿. There was damage to both the inlet connector and the outlet connector. It is unknown how or when the damage to the casing occurred. The IFU states ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.